Event description:
Approximately 1 year and 11 months post implantation of a 23mm sapien valve, the patient underwent a valve-in-valve procedure with a 26mm sapien xt valve for recurrence of symptoms. The 23mm sapien valve had been implanted in the lvot (subvalvular); however, the patient was hemodynamically stable and the valve was in a stable position so no intervention was performed at that time. During the initial procedure, balloon aortic valvuloplasty (bav) was performed with an edwards 20x4mm balloon. The sapien valve was deployed in a 60:40 a/v position in the native annulus. Approximately 1 minute after implant fluoroscopy demonstrated the sapien valve had moved more ventricular. The guide wire had been removed, the patient¿s blood pressure was 140/60, the aortic valve gradient was reduced to 20 mmhg by echo, there was trace aortic insufficiency, and there were no clinical conditions of concern. The medical team reviewed options with the proctor and decided to not perform a second valve implant or any other surgical intervention. The patient was transferred to the intensive care unit (ICU) in stable condition. The native aortic annular diameter was 23mm by tee and 21x24mm (area 420) by CT. The native aortic valve and root were moderately calcified. The sinotubular junction (stj) diameter was 26.5mm and the sinus of valsalva (sov) diameter was 29-30mm. The patient¿s ejection fraction (ef) was 25%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as fair. During valve deployment, ventilation was held and there was no loss of pacing capture. Per report, the proctor commented that they felt the presence of a pre-existing mitral ring may have caused the sapien to move ventricular post deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the presence of the mitral ring may have caused the sapien to move ventricular post deployment. In addition, the patient¿s CT screening was borderline between two valve sizes (23mm and 26mm) and the valve may have been undersized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. This report is associated with report # 2015691-2015-01003.